Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va094wk, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received, the healthcare professional (hcp noted the cracked insulation on the lead wire lead to the battery depletion.

Event description:
Additional information from the consumer reported that she met with the manufacturers' representative (rep) only on (B)(6) 2016. The reading showed that the battery was depleted and negative readings. The patient had replacement surgery on (B)(6) 2016. The circumstance that led to the loss of stim was that the wires of the device were frayed which caused the stimulator to work improperly. The device was replaced. The loss of stim and back ache were resolved. It was noted that the patient had never experimented with the device for symptom relief enough to know that she was not scared to look for changes and differences in the way it was operating.

Manufacturer narrative:
Product ID: 3889-28, lot# va094wk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was not feeling stimulation since (B)(6) 2015. When asked if they were experiencing therapeutic relief, the patient reported that they had not really seen any changes. The patient could ramp up the intensity to 2 or higher and did not feel anything at all, so it was like it was not functioning. The patient had not seen a 50 percent reduction or more in their previous systems. When the patient had the device implanted they had more issues than they did now. When the device was implanted, it gave the patient the 50 percent reduction in symptoms and now their issues were not as extreme as what they were. The patient could have the same amount or same lack of issues even if they turned the device off. The patient wanted to follow up with their health care provider (hcp) for guidance on programming changes. The patient cranked it up from 1.4v to 7.5v and still felt nothing. The patient thought that maybe their lead had moved because they used to feel stimulation at 1.4v, so something must have happened. The lower left side of their back started aching on (B)(6) 2016 after they turned stimulation up. The patient was not sure if that was just low back pain or if it was because they turned the stimulation up that high. Since then the patient turned it down and would call their hcp for an appointment to have their system checked. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.